Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 400 mg/dl.